Event description:
It was reported the physician attempted to implant mimix into a craneoplasty, but the mimix started to dissolve. The surgeon could not use the product. There was about an hour delay in surgery.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.